Manufacturer narrative:
Investigation results indicate that the damage to the flute of the bur would indicate that the cross cut fissure contacted a metallic object in the surgical site. The IFU of handpieces associated with this device contains the following intended use: "intended for surgical procedures involving drilling, reaming,cutting bone and hard tissue."

Event description:
It was reported that during an osteotomy procedure of a lower jaw, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up bur.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an osteotomy procedure of a lower jaw, the bur broke. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up bur.